Event description:
It was reported that, "the patient fell and dislocated the knee. The insert was removed and a thicker spacer was implanted."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.